Event description:
Reportedly, during the follow-up performed on (B)(6) 2012, problems in downloading aida memory data were encountered. Although several device interrogations attempts were performed, no pt file was recorded on the programmer hard disk. An explanation is requested.

Manufacturer narrative:
(B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.